Manufacturer narrative:
Additional information: (meter serial number) has been updated based on the returned product. Meter (B)(4) has been returned and investigated with retained test strips and a new issue was observed. Visual inspection was performed on the returned meter and no issues were observed. High/low glucose indicators flashed when the meter was powered on. Meter was de-cased and a visual inspection was performed on the pcba. No issues were observed. Meter was then placed in an electrical fixture and flashing glucose indicators were observed. A power issue was not confirmed during the investigation, however it was confirmed that the meter had a faulty display driver. Was incorrectly documented in the initial report. Has been updated.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.